Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of lesions in the left anterior descending artery (lad) via 6fr access. Target lesion 1 was 90% stenosed with circumferential calcification, and target lesion 2 was 75% stenosed with calcification only on the myocardial side of the vessel. Following oct imaging, four low-speed treatment passes were performed distal to proximal on target lesion 2. Three low-speed treatments were performed distal to proximal on target lesion 1. Imaging thereafter confirmed that the treatment had gone well. Three additional high-speed treatment passes were performed on target lesion 1, and the driveshaft fractured during the third treatment. The fragment remained on the viperwire. For additional support, the physician advanced the extension catheter and removed the wire, oad, and fragment. The treatment was then concluded since the physician had determined flow was sufficient.

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h3, h6, h10 device analysis conclusion: the oad and guidewire were returned to csi for analysis. Visual examination confirmed the reported driveshaft fracture at the distal edge of the crown. The crown weld location was examined and found to be within manufacturing process parameters. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of the fracture is undetermined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID:(B)(4).